Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's device presented backup vvi operation after the implant procedure. A firmware download was performed, which in turn resolved the issue. No patient symptoms were reported.